Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer arrived and found the main drawer 4.2 device was already back on the bus. A test was run, and some debris was removed from underneath the cubie. The system was tested in hardware test application (hta) and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.